Event description:
Microsensor malfunction. No delay in surgery over 30 minutes and event did not happen intra-operatively. Surgeon resolved issue by opening new microsensor. Will follow with more info. Waiting to talk to staff who was on shift that night) I don¿t know if it was ever implanted or if it did not function prior to implant).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4). The complaint sample was returned and evaluated by the supplier. The supplier's investigation also included a review of quality records. This review found that the device met all manufacturing and quality testing/inspection specifications. The returned sample was evaluated and it was found that there was a thick film residue over the sensor area that is not part of the manufacturing process. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, no device failure was found. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.